Manufacturer narrative:
Additional information was received that the reason for explant was inadequate pain relief. The explanted devices were not returned to bsn as it were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. It was also noted that pain was present with both stimulation on and off. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspected medical device components involved in the event: model#: sc-8116-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. It was also noted that pain was present with both stimulation on and off. The patient underwent an explant procedure. No device malfunction was suspected.